Manufacturer narrative:
The trigl reagent lot number was 946163 with an expiration date of 31-mar-2027.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for triglycerides (trigl) on a cobas 8000 c702 module. The initial result was 1.29 mmol/l. The result was questioned by the clinician as the sample was lipemic. The repeat result was 1.33 mmol/l with a data flag. This flag prompted repeat testing with an auto-dilution. The final result was 49.51 mmol/l. The customer questions why the initial result was not flagged to trigger sample errors or instrument dilution, as the repeat result was.